Event description:
Went to (B)(6) for pretravel covid test. There was a vehicle in front of mine at drive-thru. I think tests might have been mixed up. Test showed positive I went home took another test and was negative the booked a telemedic appointment for a 3rd test to be observed by a medical professional and again it was negative. I had no symptoms yesterday and do not have symptoms today. FDA safety report ID# (B)(4).